Event description:
The reporter stated that during a surgical procedure using instruments for the katalyst bipolar radial head system, the tip of the driver (part number 600717) broke off inside the radial head during implantation. The broken tip could not be removed from the screw within the radial head, so the surgeon elected to remove the radial head and implanted another one. There was no report of adverse outcome for the pt. Integra has requested additional clinical information.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.